Event description:
The rn attempted to get a pulmonary artery wedge pressure reading from the swan catheter. The wedge balloon was manually inflated gradually with 1.5cc of air via a 3cc syringe. Per the staff, there was no resistance such as is usually felt when obtaining a wedge pressure. The rn noted there was a blood return in the syringe when the balloon deflated. The cardiologist and house md were notified immediately. All md's and rn's suspected balloon ruptured. Vital signs remained stable and neuro was intact. The house md inserted a new swan at the bedside. The previous swan had been inserted the day before by the md without difficulty while the patient was in the or. The pt was receiving dobutamine at 3mcg/kg/min through one of the swan ports. It is unknown which port was used for the infusion. The infusion was continuous and staff experienced no difficulty with the IV line or pump. On the day of the event, prior to replacing the swan, the cardiac output was 2.77 with a cardiac index of 1.81. After the swan was replaced, readings were taken a few hours later. Cardiac output was 4.19 and cardiac index was 2.74. Per staff, the inflation syringe was kept attached to the gate valve. No fluids were infused into the wedge port at any time. All lines on the swan were patent and working properly, except for the wedge balloon. No air in any lines. The original packaging for the device is not available. However, the swan catheter is available in the risk management office for inspection.